Event description:
Detachment or breakage of the hooped snare. When the doctor used the grasping snare to remove the catheter, the hooped snare broke or detached partially from its base (the doctor is uncertain) and the catheter fell into the patient's stomach. The fallen catheter was removed with another snare. The doctor commented that the grasping snare of 000373 was made for grasping the insertion wire only, so he should not have used it for removing the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible; the manufacturing lot number that was provided is an invalid manufacturing lot number.